Event description:
Ibc during on-call from pt stating that one of her legacy pump started to alarm with an error code of 1320 today and she quickly switched over to a functional/back up pump. Sn of malfunctioning pump: (B)(4) (due 02/15/2018), no lapse in therapy or adverse event reported. Informed her that we will overnight a replacement pump with a return box. No further info provided. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or return for use: pah.